Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that it was taking a long time to charge ins, and this was noticed "a week or more" ago. Pt said it used to take "like an hour or 30 minutes" to charge and now it takes a lot longer. Pt said they have been charging half a day and it was at 80 percent. Pt says the green light on controller is constant and not blinking so they reset controller and unplugged the cord and plugged back in which didn't resolve the issue. Pt said that the recharger heated up, and the end of the recharger looked intact. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received a replacement but still having a concern that it was taking too long to charge. It took almost 2 hrs 15 min to charge to full. The new recharger improved it somewhat. The pt confirms they got excellent recharge quality. Pt said sometimes implant goes empty when pt wakes up. Sometimes it charges to 70% and sits there for the longest. Reviewed to ensure pt lets the screen go dark and just watch the green light. Reviewed there are many factors that affect the recharging duration. The pt was redirected to their healthcare provider (hcp). Pt also mentioned they never adjusted any settings. Pt said they need better therapy results because when pt gets up and starts moving after sitting for some time, pt still feels some discomfort. Pt mentioned they are scheduled to see hcp in (B)(6). Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt said they have a doctor's appointment on the (B)(6) but a rep was not able to meet at that appointment. Pt said their ins was still taking longer and longer to charge. Pt's controller was starting at 100% charge and depleting but the ins was not incrementing in charge. Pt said they had been trying to charge for over an hour today, started at 100% and now the controller was down to 50% with ins still in the red. Pt also mentioned that the controller had been displaying "finished" and a steady green light when trying to charge the controller from ac power when the controller would only be at 30% charge. Pt said they would then take the battery out of the controller to reset and then it would start charging. Pt mentioned that they had dropped their controller a few times in the past and wondered if that could have caused this issue. Pt was using old rtm and sent back the replacement rtm. A replacement rtm was sent to the patient. Pt mentioned that they also received a letter from medtronic asking if issue was resolved. Pt may wait until they receive and try rtm replacement and then send letter back. Additional information was received from the patient (pt). It was reported that pt called back and re-reported the previously documented information. Pt stated they had been having problems with the controller charging up. Pt mentioned replacement "wand" which was working better but now the controller is acting up. Pt said charging will say "finished" when only at 10%. Pt said they left the controller on the power supply all night but it had stopped at 50% (incremented to 70% during call). Pt mentioned they had dropped controller a couple of times and is no longer real secure to where they have to press it together. Pt described gap on the top right side of the controller adding the 'battery indicator' light will stop blinking while charging. Pt remarked they will removed the li battery pack (bp), wait a minute or so before reinserting it, then plug power supply back in to continue charging with light blinking. Pt confirmed there was no visible damage to bp or power supply. Additional information was received from the patient. The patient noted they were unable to contact their rep in time for their appointment on (B)(6). It was determined that when the patient was sent a new recharger they sent back the wrong one but they received another one on (B)(6); the new recharger improved their charge time for a while. Now, they think the controller is bad, they have dropped it a couple times and it seems loose. They normally get a blinking green light until the controller is fully charged but sometimes it stops blinking and is just solid green. They reset the controller and sometimes it starts charging normally and sometimes it doesn't. The controller charges to 10% and says finished. The patient said they need a new controller because they need to hold the controller box together before it connects. It was noted the controller displayed a "battery low, recharge the controller soon" message.

Manufacturer narrative:
Continuation of d10: product ID 97755-s ; serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger antenna failure (no device found message) and it was scrapped due to failed on bench test. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.